Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory flow sensor was replaced to resolve the reported issue.

Event description:
The hospital reported that the diaphragm of the inspiratory flow sensor was stuck open. There was no report of patient involvement.